Event description:
This pi is for left knee. Patient had bilateral revision for unknown reasons.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was confirmed via inspection of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device indicated evidence of minor wear on the articulating surface of the poly insert. Yellow discoloration is also present. Damage near the locking mechanism, consistent with contact with explantation tooling, can also be seen. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. Visual inspection of the returned device indicated evidence of minor wear on the articulating surface of the poly insert. Yellow discoloration is also present. Damage near the locking mechanism, consistent with contact with explantation tooling, can also be seen. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for left knee. Patient had bilateral revision for unknown reasons.